Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used his ipg in four years as he no longer experiences pain. In turn, the device is inoperable. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.